Event description:
It was observed that during the device evaluation, the adhesive on the bending section cover of the uretero-reno videoscope is peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the investigation results, the issue is most likely attributable to an expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.